Manufacturer narrative:
(B)(4). Date sent: 11/19/2019 the lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: medical records received and attached. What is the lot number of the linx device? Unknown. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and gerd? Chest pain. Was the device found in the correct position/geometry at the time of removal? Yes. Medical review per the ethicon medical safety officer: patient had linx implant on (B)(6) 2017. A hiatal hernia was found and a crural repair was performed at the same time as the linx implant which was a 17-bead device. The crura was closed anteriorly and posteriorly to the esophagus. The surgeon also removed a lipoma at gej. Postoperatively, the patient had persistent gerd and was diagnosed with barrett¿s esophagus in (B)(6) 2019 during an endoscopy exam. She also complained of dysphagia. At endoscopy in (B)(6) 2019 a recurrent hiatal hernia was also seen. She had an upper gi series (B)(6) 2019 which was incorrectly interpreted as a lap band. There was normal esophageal emptying noted with the contrast with no evidence of obstruction at the gej. Conclusion. Patient developed a recurrent hiatal hernia and had persistent gerd resulting in barrett¿s esophagus following implantation of a linx device. (B)(4).

Event description:
It was reported that post implant of an lxmc17 device the patient experienced persistent gerd and dysphagia. The device was explanted on (B)(6) 2019. There were no patient consequences.